Manufacturer narrative:
Evaluation / investigation: a visual inspection and functional testing of the returned device was conducted. A review of complaint history, the device history record, quality control data, and specifications was also performed. One device was returned for evaluation. The device was returned with the handle in the open position and the basket formation in the closed position. The collet knob was tight and secure. The male luer lock adaptor (mlla) was tight. The polyethylene terephthalate tubing (pett) measured 2.5 cm in length. A visual examination noted the support sheath is bowed in appearance. Multiple kinks are noted in the basket sheath. There are kinks at 13.5 cm from the distal tip of the basket sheath, again at 34 cm, 40 cm, and 63 cm. Two severe kinks were found at 89 cm and 106 cm from the distal tip of the basket sheath. The distal tip of the basket sheath is smashed 1 cm from the end. A functional test determined the handle does not actuate basket formation. The support sheath and basket sheath are detached. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device history record was reviewed and noted there was one non-conformance issue identified during manufacturing. The issue identified was related to excess glue and all of the non-conforming items were scrapped. A review of complaint history revealed this is the only complaint that has been received associated with lot number 7998556. Based on the provided information a definitive root cause cannot be established. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported that the physician was performing a transurethral uretero-lithotripsy (tul) to treat a stone in urinary tract. The physician crushed the stone and attempted to retrieve the crushed stones with an ncircle tipless stone extractor device. The physician noticed that the device was advanced to the target site and the lever on the handle was slid to the open position, but the basket would not open. The device was replaced and the intended procedure was completed successfully. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information was requested from the customer.